Event description:
It was reported that the patient experienced hyperglycemia with blood glucose readings around 302 mg/dl on the ilet and 296 mg/dl by fingerstick after a recent infusion set change; insulin delivery was ongoing with sufficient reservoir volume, no leaks or kinks were observed, and correction doses were delivered without meal announcements after a meal about ninety minutes prior. Symptoms included elevated blood glucose. Outcomes included self-resolution as glucose began trending downward during the call, with no alerts, alarms, or hospitalization. Investigation included troubleshooting and education, including guidance that glucose regulation can take one to two hours. Investigation of this case revealed no device malfunction observed during use and no infusion set or tubing issue found, with hyperglycemia plausibly related to postprandial glucose rise without meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.